Event description:
It was reported that the tips of the instrument were cracked during use. Although the instrument was used intraoperatively, no pt complications were reported.

Manufacturer narrative:
(B) (4): the upper jaw is broken off from the jaw pivot pin forward. The broken off portion of the shaft was not returned for analysis. Optical examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force. The above observations are consistent with misuse to application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.